Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away after being found unresponsive by nursing home staff. The patient had a do not resuscitate (dnr) order. The death was not considered to be device related. The device operated as expected and there were no alarms or issues at the time of death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , cannot be conclusively established through this evaluation. The patient expired on (B)(6) 2022. The patient was found unresponsive by nursing home staff. The death was not considered to be device related and the device reportedly operated as expected. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.